Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced blood at site on infusion set. Blood glucose was 426 mg/dl at the time of incident. Customer also mentioned a high blood glucose of 410 mg/dl last (B)(6) 2017. No troubleshooting was performed on high blood glucose. Advised customer that a replacement infusion set will be sent.